Event description:
Upon opening of triathlon sz 5 cr, 9mm insert the instrument nurse noticed what appeared to be a hair resting on the top of the insert. Because we additionally had cs inserts available, the surgeon elected to use a sz 5, 9mm cs insert.

Event description:
Upon opening of triathlon sz 5 cr, 9mm insert the instrument nurse noticed what appeared to be a hair resting on the top of the insert. Because we additionally had cs inserts available, the surgeon elected to use a sz 5, 9mm cs insert.

Manufacturer narrative:
An event regarding hair in the packaging involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. No device evaluation could be performed as the reported device was not returned. Visual inspection of the images provided did indicate a strand of hair, but, it could not be confirmed from the images where in the packaging the hair was located. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. The exact cause of the event could not be determined because the reported event could not be confirmed. No further investigation for this event is possible at this time.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Disposed per hospital policy.